Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) herniated. A revision surgery to reposition the component was performed; however, during the procedure, the physician ruptured the balloon; therefore, it was removed, and a new one was implanted in a proper location. There were no patient complications reported.